Manufacturer narrative:
The returned device presented with the stent fully mounted, and blood/mucus residue inside the clear outer sheath of the stent. The clear outer sheath also had several kinks along the working length. The distal handle was detached from the outer sheath (with approximately 5mm of the outer sheath attached to the handle). A portion of the outer sheath had also accordioned where the sheath had separated. Furthermore, the stainless steel shaft was bent. It was not possible to retract the outer sheath of the device, so the shaft was dissected proximal to the stent. The inner lumen and stent were removed. No damage was noted to the stent; however, the inner lumen was kinked at 81mm and 119mm proximal to the tip. The condition the returned device was consistent with the complaint of deployment issues; the complaint was confirmed. Based on the condition of the returned device, the most probable cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure in the duodenal cap, performed on (B)(6) 2010. According to the complainant, the physician was unable to deploy the stent. The physician was able to reconstrain the stent twice during the placement procedure. When the physician withdrew the outer sheath to deploy the stent, the exterior tube handle of the device broke, and the outer sheath separated. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure in the duodenal cap, performed on (B)(6), 2010. According to the complainant, the physician was unable to deploy the stent. The physician was able to reconstrain the stent twice during the placement procedure. When the physician withdrew the outer sheath to deploy the stent, the exterior tube handle of the device broke, and the outer sheath separated. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6), 2010: the stent was used to treat a 3cm malignant stricture. The anatomy was moderately tortuous. The physician had to reconstrain the stent twice in order to correct the release position, and on the third deployment attempt, the stent would not deploy at all.

Manufacturer narrative:
Pt: unknown; however over 18 years old. (B)(4) (sheath, damaged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.